Event description:
It was reported the patient had an overstimulation sensation the previous day while at kmart and the day of report while at (B)(6). The patient noted getting ¿zapped¿ and having uncomfortable pain ¿down there.¿ both times the pain lasted for a while, the day of report it had been 90 minutes since it happened and it had just begun to feel better. Patient turned their stimulation down. The patient had never had problems with security previously.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v852752, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).